Event description:
It was reported that the patient underwent a micro discectomy to remove a disc to using an instrument. The instrument broke in the disc space. It was reported that the broken pieces were retrieved and removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation, therefore we are unable to determine the root cause of the event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.